Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter fracture occurred. A runway guide catheter was selected during the procedure. When the device's package was opened, it was noticed that the catheter was bent and fractured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Evaluation of the returned device revealed that the catheter shaft has more than 5 kinks located throughout the device length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter fracture occurred. A runway guide catheter was selected during the procedure. When the device's package was opened, it was noticed that the catheter was bent and fractured. No patient complications were reported.